Event description:
It was reported by service report that the bed has no power and motion interrupt pan was missing. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Power supply board and motion interrupt pan.